Manufacturer narrative:
The actual date of event is unknown. Bd technical support troubleshoot with customer over the phone. The reported issue that the pcu8015 had an error code of 810.9030 was confirmed by tech support. Tech support had a walkthrough with the customer and revealed the following, tech called in for help on 8015 bd unit gets error code 810.9030 the error has to do with the polo is not able to boot because the application elf file has an invalid checksum. Will need to first reflash the unit if flash fails next to replace logic board on unit. No further investigation of this issue is possible at this time, and no patient involvement was reported. Based on troubleshooting results, technical services couldn't determine the probable cause of the customer¿s reported issue.

Event description:
It was reported that the pcu8015 had an error code of 810.9030. There was no patient involvement.